Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade 4 with a pre-existing posterior flail. A mitraclip xtw was inserted and placed on the valve. However, while establishing final arm angle (efaa), the clip continuously opened to approximately 5 degrees. Troubleshooting was performed, but the clip opened again to approximately to 5 degrees. It was noted that it was unclear if the clip opened more than 5 to 10 degrees. A decision was made to deploy the clip. The clip was deployed on the mitral valve, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided and without the device to analyze, a cause for the reported unintended movement (clip opened while establishing final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.